Event description:
It was reported that the atrial lead dislodged. Follow-up is in progress and new information received will be updated in the event. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable tachy lead (B)(6) 2010. (B)(4).